Manufacturer narrative:
(B)(4). Surgeon contacted application support manager (asm) and over the phone they reviewed the setting of the laser. Asm let surgeon know that all of his settings were normal, however, his sidecut angle was steeper than average. He was using an 80 degree sidecut angle. I informed him most users that I work with use either a 70 degree or 110 degree. He said he would try the 70 degree and see if it helps. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented with epithelial ingrowth and required a flap lift and rinse. Account reported that there was no loss of best corrected visual acuity (bcva) an patient end up doing fine. Incident date is unknown.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.